Event description:
Pt approx (B)(6), was lying on the floor, and when they tried to lift him up, the mast broke off from the lift. No injury was reported.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.